Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose while using the aviva insight system. The caller reported that in the evening of (B)(6) 2018, the patient was talking confused; therefore the patient's husband called for an ambulance. The blood glucose results and treatment provided by the paramedics' was not provided. Upon arrival at the hospital, the patient received a blood glucose result of more than 700 mg/dl and was diagnosed with diabetic ketoacidosis. The hospital treated the patient with an insulin infusion for 2 days. The patient was then re-connected to her infusion device to receive insulin. The caller reported that the aviva insight device is responsible for the high blood sugar, due to receiving an e-57 message and was unable to deliver a bolus. The caller reported that after they received the e-57 message on the aviva insight, they did not deliver a manual bolus through the infusion device, which led to high blood glucose levels. At the time of the report the patient was still hospitalized and reported that she would be released tomorrow, (B)(6) 2018. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.